Event description:
The pt is a gestational diabetic who has been getting higher blood glucose readings on the suspect device. Pt's dr admitted pt to the hosp for observation. While in the hosp pt's suspect device was used and the result was 188mg/dl. The hosp also performed a lab test that resulted in a blood glucose level of 121mg/dl. Pt was started on insulin.